Event description:
The nurses and mental health transporters have complained that the devices are unstable in that they have a high center of gravity, are too narrow, and pose a risk to fall. Patients could fall on the device and have injuries or "slip" out front under the front bar. The expansion fitting breaks down frequently and requires replacement.